Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: 2993 adverse event without identified device or use problem. Medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, rash, and blisters, on the edge of the sensor patch, which occurred ten days after the sensor had been inserted in the arm. The patient noticed that the skin rash spread to the chest and consulted a doctor. On (B)(6) 2023, the patient received treatment with an unspecified oral antibiotic 500mg and a prescription for an unspecified topical cream or ointment. At the time of the report the patient stated the rash was almost gone. No additional event or patient information is available.